Event description:
The customer reported that the live image would intermittently disappear. A system reboot was required to regain functionality. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired. The system was then found to be operating as intended.